Event description:
Patient in operating room for a left robotic partial nephrectomy. The robotic stapler was placed across the hilum and fired. However, when the stapler fired was 75% completed, it reported an error and that the blade may be exposed. The surgeon was instructed to remove the stapler by the device. When the stapler was removed, the renal artery was injured. Davinci xl sureform 45 stapler either misfired, or malfunctioned, hitting the left renal artery, causing massive hemorrhage. The surgeon was able to locate and repair the damaged artery. Patient required 2 units of intraoperative blood and required admission to the ICU and prolonged length of stay.